Event description:
Initial result for a patient sodium was 117 meq/l. When repeated, the results were 108, 119 and 153 meq/l. Ran sample on an alternative analyzer, same methodology recovered 127, 128 meq/l. No adverse events were reported due to the incorrect result. The account determined the issue was sample specific due to a very high igm concentration.